Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 03/07/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm. Replaced rear case, wiper seal, barrel clamp, latch mod assembly, sleeve drivearm & left/ right iui connectors. Syringe sizer misalign recall completed. Syringe gripper recall completed. A review of the device history record showed the device had a manufacture date of 03/07/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the force sensor assembly - failed calibration. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case CAPA ca-2018-0161 iui conn issues. CAPA ca-2018-0151 syr sizer misalignment. CAPA fi-2017-0015 syr gripper not auto closing.